Event description:
It was reported by the customer's biomed that the device was displaying a service indicator and had an error code logged in memory indicating a potentially critical failure. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. It was also observed that the device would deliver abnormal therapy. The therapy pcb assembly was replaced, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was that a diode, designator cr30, was electrically shorted between legs 5 and 9.